Event description:
Patient with pseuophakic bullous hyperkertosis due to iol. Implant removed from anterior chamber. Posterior chamber iol inserted. Path report confirms pseudophakic bullous hyperkeratosis.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: anticipated adverse reaction - long term. Conclusion: device failure indirectly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.